Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after returning from work hungry, overeating compared to their usual amount, and announcing only their usual meal while using the ilet device, after which an ilet correction brought glucose back into range. Symptoms included elevated blood glucose. Outcomes included no hospitalization and resolution of glucose to target range following device-driven correction. Investigation included troubleshooting and education with review of device alerts. Investigation of this case revealed no device malfunction and that the event was consistent with user meal underreporting relative to actual intake. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement leading to transient hyperglycemia.